Event description:
Troponin I results are inaccurate. On first run a high result may be obtained and then when the sample is repeated, the result is low. Rptr has tracked over 100 pts with results like mentioned. Beckman has had multiple svc engineers on site to fix the problem on multiple of occasions with resolution.